Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon was using the clip applier to mark the mesentery and jejunum for the j/j and the clips were scissoring. He placed the jaws unilaterally on the tissue and still got a malformed clip. Another like device was used to complete the procedure. There were no adverse consequences for the patient.